Event description:
Customer reported that the sensor gave a reading below 60 mg/dl when the blood glucose reading was 175 mg/dl. He reported that later the sensor showed 69 mg/dl when the blood glucose reading was 159 mg/dl. He also reported receiving calibration error alerts and a bad sensor alert. He was unable to troubleshoot for the issue as he had already changed out the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per spec due to high readings.